Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large suture cut needle driver instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during central processing, the large suture cut needle driver instrument was broken with unknown ffip. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm large suturecut needle driver instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to have no physical damages on it.

Event description:
Refer to h11 for follow-up information.